Event description:
After the stent was placed, the physician began to coil the aneurysm and the stent migrated proximally several millimeters. The stent remains implanted in the patient. The patient is reported to be in stable condition. There were no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available; it is likely that procedural factors caused the migration.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
After the stent was placed, the physician began to coil the aneurysm and the stent migrated proximally several millimeters. The stent remains implanted in the patient. The patient is reported to be in stable condition. There were no adverse consequences to the patient.